Event description:
The graft was placed as the axillo-femoral portion of an axillo-bifemoral bypass. Within 24 hours of surgery, the pt showed signs of hemorrhage. Exploration revealed a graft tear approx 3 mm distal to the end-to-side anastomosis of the femoral crossover. In addition, suture pull-outs and elongated suture holes were evident at the graft-to-femoral artery anastomosis. The surgeon acknowledged that the graft may not have been long enough. Two grafts were implanted for the axillo-bifemoral bypass. It is unknown which one was used as the axillo-femoral bypass and which was used as the femoro-femoral crossover.

Manufacturer narrative:
H6 code 86: the device sample was evaluated with the scanning electron microscope. The sample consited of a small 'silver' of 6mm i.d. Thin walled fep ringed gore-tex vascular graft with removable rings. The sample was not of circular shape, rather it demonstrated a somewhat sickle-like shape and measured approx 5 mm in length and 1.5 cm in width. Approx 2 mm from the concave end and 1 mm from the cut edge, an almost complete transverse tear was observed. Along the concave edge near the cut side of the sample, a suture pull-out site was noted. Along one side of the transverse tear near the end, another suture pull-out site was evident. Both surfaces of the small sample was stained with blood. The entire sample was submitted for chemical treatment to remove all biological material. Subsequently, the smaple was submitted for examination with the scanning electron microscope.